Manufacturer narrative:
The power supply was returned to (B)(4) and an eval was performed. Inspection of the power supply showed that the connectors in the plug have moved and are not providing the required connection. The psu was replaced to address the issue. (B)(4).

Event description:
(B)(4).